Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "two boxes of weck visistat 35r skin staplers all are unreliable. They do not operate smoothly and 'catch' when fired and only under pressure from the skin edges. When tested fresh out of the packaging, the staples fire and staple normally. After a few staples they either fail to fire or fire a staple without bending in the usual fashion". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The device was returned with its trigger partially engaged and it appeared used as there was biological material present on the device. The stapler was received with 16 staples left in the cartridge, indicating that at least 19 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated with the same result for the next two staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 13 staples were able to be successfully applied to the simulated skin pad. No functional problems were found with the returned sample. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "two boxes of weck visistat 35r skin staplers all are unreliable. They do not operate smoothly and 'catch' when fired and only under pressure from the skin edges. When tested fresh out of the packaging, the staples fire and staple normally. After a few staples they either fail to fire or fire a staple without bending in the usual fashion". No patient involvement.